Manufacturer narrative:
The device has not be returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother stated that the pump was not recording bolus and basal amounts in the pump history. The pt was reportedly administering bolus doses with meals. The date and time were set correctly in the pump and the mother says there were multiple bolus doses that were not recorded especially when the pt was at school for lunch. She concedes that she is not able to verify that those doses were administered but states as an example that around 10 pm, the day before calling animas, the pt administered a bolus does of around 7 units which was not recorded. The pt states he confirmed the dose to be delivered. The pt's mother stated that there were no blood glucose changes after the dose. Review of the pump history shows that the total daily doses match the pt's programmed basal amounts on most days. The rptr confirmed that there was no temporary basal amount or suspensions of delivery on those days. There was no reported pt impact associated with the reported issue.